Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/pain chronic pelvic pain') in an adult female patient who had essure (batch no. 12451361, 789037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test.". Concomitant products included medroxyprogesterone acetate (depo provera) in (B)(6) 2010 for contraception and atenolol for tachycardia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced mood swings ("mood swings") and fatigue ("fatigue"). In 2013, the patient experienced abnormal weight gain ("excessive weight gain"), tooth disorder ("excessive dental problems") and tachycardia ("blood or heart disorder/condition type: tachycardia"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal distension ("excessive abdominal bloating"), pelvic discomfort ("discomfort"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse") and rash ("excessive rashes"). The patient was treated with antibiotics, phentermine and surgery (laparoscopic assisted hysterectomy with bilateral salpingoophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals and dysmenorrhoea had resolved and the abdominal distension, pelvic discomfort, alopecia, dyspareunia, abnormal weight gain, tooth disorder, rash, bladder disorder, urinary tract disorder, tachycardia, mood swings and fatigue outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, pelvic discomfort, pelvic pain, rash, tachycardia, tooth disorder and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received: event bladder or urinary problems or changes, blood or heart disorder/condition type: tachycardia, dysmenorrhea cramping)nickel allergy, pain, did not undergo an essure confirmation test were added. Lot number, medical history, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/pain chronic pelvic pain') in an adult female patient who had essure (batch no. 12451361, 789037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test.". Concomitant products included medroxyprogesterone acetate (depo provera) in february 2010 for contraception and atenolol for tachycardia. On (B)(6) 2011, the patient had essure inserted. In june 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In january 2013, the patient experienced mood swings ("mood swings") and fatigue ("fatigue"). In 2013, the patient experienced abnormal weight gain ("excessive weight gain"), tooth disorder ("excessive dental problems") and tachycardia ("blood or heart disorder/condition type: tachycardia"). In january 2014, the patient experienced allergy to metals ("nickel allergy"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal distension ("excessive abdominal bloating"), pelvic discomfort ("discomfort"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse") and rash ("excessive rashes"). The patient was treated with antibiotics, phentermine and surgery (laparoscopic assisted hysterectomy with bilateral salpingoophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals and dysmenorrhoea had resolved and the abdominal distension, pelvic discomfort, alopecia, dyspareunia, abnormal weight gain, tooth disorder, rash, bladder disorder, urinary tract disorder, tachycardia, mood swings and fatigue outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, pelvic discomfort, pelvic pain, rash, tachycardia, tooth disorder and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Amendment: the report was amended for the following reason: ccc updated. No new follow-up information was received from the reporter. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/pain chronic pelvic pain') in a 30-year-old female patient who had essure (batch no. 12451361,789037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test.". The patient's medical history included parity 6. Concomitant products included medroxyprogesterone acetate (depo provera) in (B)(6) 2010 for contraception and atenolol for tachycardia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced mood swings ("mood swings") and fatigue ("fatigue"). In 2013, the patient experienced abnormal weight gain ("excessive weight gain / gain 70lbs in first 6 month and continued to slowly gain more and more"), tooth disorder ("excessive dental problems") and tachycardia ("blood or heart disorder/condition type: tachycardia"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal distension ("excessive abdominal bloating"), pelvic discomfort ("discomfort"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), hypertension ("high blood pressure") and joint swelling ("ankles would swellup at night"). The patient was treated with antibiotics, phentermine and surgery (laparoscopic assisted hysterectomy with bilateral salpingoophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals and dysmenorrhoea had resolved and the abdominal distension, pelvic discomfort, alopecia, dyspareunia, abnormal weight gain, tooth disorder, rash, bladder disorder, urinary tract disorder, tachycardia, mood swings, fatigue, hypertension and joint swelling outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hypertension, joint swelling, mood swings, pelvic discomfort, pelvic pain, rash, tachycardia, tooth disorder and urinary tract disorder to be related to essure. Lot number: 12451361 manufacture date: 2010-07 expiration date: 2013-06 lot number: 789037 manufacture date: 2010-10 expiration date: 2013-10 concerning the injuries reported in this case, the following ones were reported via social media: hypertension, joint swelling quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-oct-2019: social media received: new events ankles would swell up at night, high blood pressure was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/pain chronic pelvic pain') in an adult female patient who had essure (batch no. 12451361,789037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test.". Concomitant products included medroxyprogesterone acetate (depo provera) in (B)(6) 2010 for contraception and atenolol for tachycardia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced mood swings ("mood swings") and fatigue ("fatigue"). In 2013, the patient experienced abnormal weight gain ("excessive weight gain"), tooth disorder ("excessive dental problems") and tachycardia ("blood or heart disorder/condition type: tachycardia"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal distension ("excessive abdominal bloating"), pelvic discomfort ("discomfort"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse") and rash ("excessive rashes"). The patient was treated with antibiotics, phentermine and surgery (laparoscopic assisted hysterectomy with bilateral salpingoophorectomy). Essure was removed on 19-jan-2015. At the time of the report, the pelvic pain, allergy to metals and dysmenorrhoea had resolved and the abdominal distension, pelvic discomfort, alopecia, dyspareunia, abnormal weight gain, tooth disorder, rash, bladder disorder, urinary tract disorder, tachycardia, mood swings and fatigue outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, pelvic discomfort, pelvic pain, rash, tachycardia, tooth disorder and urinary tract disorder to be related to essure. Lot number: 12451361 manufacture date: 2010-07 expiration date: 2013-06 lot number: 789037 manufacture date: 2010-10 expiration date: 2013-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/pain chronic pelvic pain') in a 30-year-old female patient who had essure (batch no: 12451361, 789037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test." The patient's medical history included parity 6. Concurrent conditions included tachycardia. Concomitant products included medroxyprogesterone acetate (depo provera) on (B)(6) 2010 for contraception and atenolol for tachycardia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2013, the patient experienced mood swings ("mood swings") and fatigue ("fatigue"). In 2013, the patient experienced abnormal weight gain ("excessive weight gain / gain 70lbs in first 6 month and continued to slowly gain more and more") and tooth disorder ("excessive dental problems"). In 2014, the patient experienced tachycardia ("blood or heart disorder/condition type: tachycardia"). On an unknown date, the patient experienced abdominal distension ("excessive abdominal bloating"), pelvic discomfort ("discomfort"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), hypertension ("high blood pressure") and joint swelling ("ankles would swell up at night") and was found to have weight increased ("weight gain "). The patient was treated with antibiotics, phentermine and surgery (laparoscopic assisted hysterectomy with bilateral salpingoophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals and dysmenorrhoea had resolved and the abdominal distension, pelvic discomfort, alopecia, dyspareunia, abnormal weight gain, tooth disorder, rash, bladder disorder, urinary tract disorder, tachycardia, mood swings, fatigue, hypertension, joint swelling and weight increased outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hypertension, joint swelling, mood swings, pelvic discomfort, pelvic pain, rash, tachycardia, tooth disorder, urinary tract disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received and event date new event weight gain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal distension ("excessive abdominal bloating"), pelvic discomfort ("discomfort"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), tooth disorder ("excessive dental problems") and rash ("excessive rashes"). The patient was treated with surgery (hysterectomy to remove essure coils on (B)(6) 2015). At the time of the report, the pelvic pain, abdominal distension, pelvic discomfort, alopecia, dyspareunia, abnormal weight gain, tooth disorder and rash outcome was unknown. The reporter considered pelvic pain, abdominal distension, pelvic discomfort, alopecia, dyspareunia, abnormal weight gain, tooth disorder and rash to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain (seen as pelvic pain), amongst non-serious events. Plaintiff underwent a surgery to remove the coils approximately four years after the insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain (seen as pelvic pain), amongst non-serious events. Plaintiff underwent a surgery to remove the coils approximately four years after the insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Based on the available information, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.